Manufacturer narrative:
Device evaluation: 1 x zebd-5-10 of lot # c1706922 was returned to cirl for evaluation open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2020. At the 5th porthole on the tapered end a kink was observed. A 0.035¿ wireguide will not pass the kink. Image review: n/a. Documents review including IFU review: prior to distribution all zebd-5-10 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-5-10 of lot number c1706922 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1706922. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened with the pigtail straightener. However, it may be noted that the physician ¿straightened the pigtail very slowly as I was told in the training session, but it became kinked.¿ a file has been opened to address the negative feedback provided by the user ¿I would like cook to think about device improvement by using more flexible and rugged material from now on.¿ summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the (B)(6) 2020, this supplement report is being submitted to include the investigation conclusions within section h.10.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
****This is a follow up report. On the (B)(6) 2020 the complaint device evaluation took place. The investigation is still underway and results and conclusions will be provided when completed*** when the user was straightening the pigtail with the straightener slowly and carefully, the pigtail became kinked. Another zebd-5-10 was used instead to complete the procedure. There have bee no adverse effects to the patient reported.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the user was straightening the pigtail with the straightener slowly and carefully, the pigtail became kinked. Another zebd-5-10 was used instead to complete the procedure. There have bee no adverse effects to the patient reported.